Event description:
A patient reported that they had purchased a new box of test strips in 2002. The original seal on the box was sealed, but one of the vials of test strips was open. Pt stated that the cap was open, probably by "rubbing against the 2nd bottle cap". The outside of the box was undamaged. Even though the patient noticed that the vial was open, pt went ahead and tested their blood glucose around 6:30 pm. Pt did not run a control solution prior to testing their blood glucose. Pt got a result of 8.7 mmol/l. Pt did not have any symptoms at this time. Pt then had their dinner. Pt also took 10 units of humalog (sliding scale) and 30 units of lantus (set amount) after dinner. Pt tested their blood glucose again before going to bed and got a result of 5.1 mmol/l. This result seemed to be okay for them and so pt went to bed. Around 2:00 am, spouse woke the pt up because spouse noticed that pt was restless and sweaty. Spouse tested the pt's blood glucose and got a result of 5.3 mmol/l. Spouse did not trust that result and so they called an emergency doctor. The doctor arrived 10 minutes later and the patient was tested on the doctor's meter (unknown type) with a result of 1.9 mmol/l. Pt was given some glucose and a few minutes later, they felt good again. The patient tested the test strips with a new control solution and it failed high outside of range. The next day, the patient went to the pharmacy to get new test strips. Pt got the test strips of the same lot number, but this package and vials were okay. They tested the new test strips with control solution and it passed. The test strips were replaced. The patient always gets their blood sample for testing their blood glucose from their ear. No further information has been provided.